Manufacturer narrative:
Additional information was received on 2/28/2024 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged visualization of particles. There was no report of patient harm or injury. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, it has been returned, and evaluation is pending. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section g and h is updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.